Manufacturer narrative:
Device evaluation: the lens was returned in a microcentrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. (B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Conclusion code: off-label use [under 21 years of age at time of implant ((B)(6))] (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -9.0 diopter, into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged with a smaller lens due to excessive vaulting and significant reduction of irido-corneal angles (ica). The problem was resolved.